Event description:
It was reported the patient was in surgery for something else, but the medtronic representative noticed separation in the coils near the proximal end of the svc coil. To the reps knowledge the lead was performing as expected. At the time of device upgrade the lead was functioning normally but the doctor chose to proactively cap and put in a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.